Event description:
A female patient called aci on (B)(6) 2011 reporting that she underwent a diagnostic coronary angioplasty procedure on (B)(6) 2011. Allegedly, there was no complication during the procedure or closure and she was discharged to home the same day. The patient reported the night following her procedure, her entire leg from the groin to above her knee was swollen, tender, bruised, numb, and in excruciating pain. The following day ((B)(6) 2011), the patient called her physician's office and informed the nurse of her symptoms. Allegedly, the nurse told the patient those were normal occurrences and advised the patient to wait another 48 hours. On (B)(6) 2011, the patient presented herself to the hospital and a different physician (not the deployer) performed a sonogram on the access site. The patient reported the sonogram revealed a small pseudoaneurysm (psa) in the vicinity of the access site. The patient reported the physician tried to seal it but was unsuccessful. Allegedly, the patient was requested to return to the hospital on (B)(6) 2011 to surgically repair the psa. On (B)(6) 2011, aci complaint handling successfully followed up with the patient. The patient reported that her scheduled appointment to surgically repair the psa was postponed until the following day. She also stated although the psa was repaired, she was left without feeling starting from above her knee to her pelvic region. She also reported that she could not bend or cross her legs and lying down was painful. The patient reported that her physician told her it would take 6-8 months for the area to get better. The patient was discharged to home the same day of the procedure with a prescription for hydrocodone (7.5mg). Aci was able to confirm the event with the physician's assistant (pa) who reported that the patient's psa was treated with a thrombin injection. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.